Manufacturer narrative:
(B)(4). Date of event: unknown, captured as awareness date. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What is product code or lot number for the circular device that was used in the procedure? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the device was fired as normal with the green indicator illuminated which indicated the firing sequence had completed successfully. The surgeon did 2 full turns to remove the device. The anastomotic leak occurred while the patient was in hospital a few days later. The patient is on the road to recovery, but any long-term consequences are unknown. Procedure: unknown.

Manufacturer narrative:
(B)(4). H6: health effect ¿ clinical code = gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: ¿ what were the indications for surgery? Red flag/tumour ¿ what surgical procedure was performed? Sigmoidectomy ¿ what is product code or lot number for the circular device that was used in the procedure? Unknown ¿ did the patient receive any preoperative chemotherapy or radiation? Unknown ¿ were there any issues experienced with the device in the initial surgical procedure? None , rep ( angeline rafferty was present during procedure) ¿ what healthcare professional fired the device and what is his/her experience with the device? Consultant , first time firing the device ¿ device ¿ where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle to low ¿ did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes ¿ were there any issues with device use/firing? Absolutely none ¿ what confirmation was received that the device completed the firing sequence? Crunch could be clearly heard and tick was illuminated green after firing sequence was completed ¿ was the green checkmark visible at the end of the firing? Yes ¿ how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full turns ( 360) ¿ was there any difficulty removing the device? None ¿ was a complete transection of the white breakaway washer visually confirmed? Yes ¿ were the donuts inspected? Donuts were inspected and there were 2 complete chunky donuts ¿ were there any issues noted with staple formation? None detected ¿ was a leak test performed? If so, what type and what was the result? Yes air leak test and no bubble detected ¿ was the staple line visualized endoscopically during the initial surgical procedure? No ¿ how many days postoperative did the leak occur? 6 days ¿ how was the leak identified? Patient was unwell and was taken back to theatre, it was observed the the staple line had completely broken down ¿ what was observed at the site of the leak upon reoperation? As per above ¿ how was the leak addressed? Hartmans procedure was carried out ¿ what is the current patient status? Patient is recovering and hopefully the hartmans can be reversed for this patient in the future